Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary customer returned (1) syringe 0.3ml 31ga 6mm loose. Consumer reported found 3 syringes with liquid that came out of needle before use. The one return sample was tested and small clear droplet of material came out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 2143234 all inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue. A definitive root-cause could not be determined. H3 other text : see h10

Event description:
It was reported that foreign liquid came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle before use. The following information was provided by the initial reporter: "consumer reported found 3 syringes with liquid that came out of needle before use"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle before use. The following information was provided by the initial reporter: "consumer reported found 3 syringes with liquid that came out of needle before use".